Event description:
Follow-up revealed the patient's pain has reduced and no longer wants the scs system. In turn, the patient will undergo surgical intervention to explant the scs system as the next course of action.

Event description:
It was reported the patient (germany) lost stimulation. Lead diagnostic testing revealed high impedance measurements. X-rays identified no anomalies. Reprogramming to provide resolution was unsuccessful. In turn, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference m.fr. Report#: 1627487-2015-25130.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-25130 follow-up revealed the physician decided to undertake surgical intervention to troubleshoot the issue. Intra-op lead and extension diagnostic testing revealed high lead impedance values and invalid extension impedance values. As a result, the physician explanted and replaced the lead, extension and anchor. Stimulation was restored post-operative. The patient's extension has been added to this event as a new device report (device 2).